Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported 'the 2.4 drill when used for the shaft compression screws was too flexible on this young patient with good bone. It would skive then drill thru the other side creating a nonconcentric hole. A competitor's drill was used to complete the surgery.' Additional information was received: surgery was an open reduction internal fixation proximal humerus fracture. This happened with both 2.4 drill bits. Surgery was delayed by 1 hour due to this issue. There was no injury or adverse consequence to the patient related to this issue alleged.